Event description:
Our rep is reporting to us that during a bicep shoulder procedure the surgeon was having some issues with the use of milagro for fixation, these issues led to his abandoning the technique and leaving a large hole in the bone. It appears that the surgeon was using a milagro 7 x 15mm milagro screw for fixation; an 8mm drill hole was created and the screw insertion was attempted. The screw started to rotate the tendon on both the proximal and distal side of the screw. He stopped, tensioned and re-started multiple times with the same results. He then cut the tendon shorter, sutured the tendon end and placed in the hole with just tendon on one side of the drill hole. He went to an 8 x 15mm screw with the same results. At this point the surgeon abandoned the technique; repaired using a gii suture anchor and leaving the large bone hole. The procedure was extended by 30 minutes. The procedure was concluded successfully without further issue. Also see associated MDR 1221934-2012-00306.

Manufacturer narrative:
Sixty days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional substantial information other than what was originally reported has been forthcoming. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.